Manufacturer narrative:
Investigation summary: bd received 2 samples (one holder and one unused sample) and 3 photos for investigation. The photos were reviewed and the indicated failure mode for cracked holder was observed. The returned holder was evaluated by visual examination and it was observed to be cracked. Additionally, the one unused customer sample along with 5 retention samples from bd inventory, were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the issue of holder separation / cracked holder was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked holder. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the needle and holder separate. There was no report of patient impact. The following information was provided by the initial reporter: eclipse signal - holder separating from needle.